Event description:
Customer reports that in 2002, a pt's urine (not the first morning void) tested with qualitative icon 25 test kit was negative. Customer states that pt had previously tested their urine with 2 different over the counter kits named "ept" on 7/02 and "fact plus" one day later and obtained a positive result with both. Repeat testing performed by the customer with the icon test on the same urine specimen yielded a negative result again. Customer reported that a serum sample was sent out to lab for add'l qualitative testing. Results were positive. Advia centaur was the method performed. No quantitative testing was performed. No external controls have been run by the customer on this box of product. No sample or customer's devices were available for analysis. No change in pt treatment was associated with this incident. Labeling states that "this test provides a presumptive diagnosis for pregnancy." And "very dilute urine samples, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine sample should be collected 48 hours later and tested."